Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not alert the customer as expected when blood glucose level decreased or increased. There was no adverse impact to customer¿s blood glucose level. No additional information was provided. Customer declined troubleshooting with tandem technical support and declined to provide further information.